Manufacturer narrative:
It is not clear at this time if the device will be returned to depuy spine for evaluation. The cause of this pt reaction cannot be determined at this time. There is no connection that can be made between the pt reaction to the implant and any shortcoming of the device.

Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that patient had a distal type 1 endoleak due to dilatation of the iliac artery. A distal extension stent graft was implanted in the iliac artery to resolve the endoleak after coiling the hypogastric artery. No additional clinical sequelae were reported.